Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Device unable to perform operating currents, self test, a21 errortest, rewind test, basic occlusion test, occlusion test, prime/a33 test,excessive no delivery test and displacement test due to blank display. Insulin pump received with minor scratched lcd window, cracked battery tubethreads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump shut off. Customer stated that they tried a new battery cap which resolved the issue for one week and then the insulin pump stopped working again. Customer stated that they have tried everything and the display is still blank. Customer's blood glucose reading at the time of the incident was 199 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced. Device is being returned for analysis.